Manufacturer narrative:
Concomitant medical products: 305c25, tissue valve, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited higher than expected rv coil impedance measurements taken several hours following implant. The lead remains in use. No patient complications have been reported as a result of this event.